Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt was admitted to the hospital because she was obtunded and may have a brain injury. The drug, dosage and concentration were unk. Additional info has been requested and will be made as f/u as it becomes available.